Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the infusion set by the luer lock. There was no impact to the customer's blood glucose level. Reportedly, the customer decided that the bubble was too small to fill tubing to remove the bubble.